Event description:
The hospital reported that during a coronary artery bypass procedure, the tension springs on the cutter of the heartstring iii proximal seal system ejected further into the cutter and snapped the housing into 2 pieces. A new unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the cutter had been actuated. The casing of the cutter was split apart. The device was very bloody. Based upon the received condition of the device, the reported complaint "the housing snapped into two pieces" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).